Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this guide wire had fracture on tip of wire. The tip of wire was inadvertently left on patient. No adverse patient effects were reported.